Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed, de novo target lesion was located in the non-tortuous, very calcified mid right coronary artery (rca). The lesion was pre-dilated with an unspecified apex balloon. An attempt was made to advance a taxus liberte' 3.00x12mm stent across the lesion site but was not successful. It was noted the stent struts were frayed. The procedure was completed with another of the same device. No pt complications were reported.